Event description:
Clinical adverse event received for metallosis and osteolysis with asr articulation. Event is serious and is considered moderate. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2007. Date of revision: unk. Date of event: (B)(6) 2023. (Right hip) . Treatment: revision; shell, liner, and head were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Additional information was received and stated that on (B)(6) 2007, the patient had a right total hip arthroplasty to address osteoarthritis in the right hip. The patient was implanted with asr cup, sleeve and femoral head along with srom stem and sleeve.